Event description:
During surgery using a laparoscopic port, while it was being pulled through the device by the doctor as he was attempting to place a medline 15 french round drain and it broke into sections- ref dynjwe1323a, lot p202221.